Event description:
I attempted to test for covid with a binaxnow antigen self test. The two reagent bottles that were supposed to be included in the box were missing and I cannot self-test. Lot #200627, expiry 7/2/2023. FDA safety report ID# (B)(4).